Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no significant anomalies. The device showed good stable output on electrode pairs as received and passed final functional testing. A heat monitor test was performed with the explanted ins and a control device (the control being set to the same or similar parameters as the returned ins) and no anomalies were observed. Analysis of the lead model 3889-28 lot # v124887 showed no significant anomalies. It was noted the lead was returned in 2 segments. However, electrical testing on the returned segments showed the continuity was acceptable and that no shorts were seen between circuits. Analysis showed the distal segment was stretched. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Information references the main component of the system and other applicable components are: product ID 3889-28, lot# v124887, implanted: (B)(6) 2008, product type lead.

Event description:
The manufacturing representative reported that device was not working and it was causing pain. Patient would have explant of implantable neurostimulator (ins). Patient wanted the lead and ins returned to them. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# v124887,implanted: (B)(6) 2008, product type: lead. Product ID neu_unknown_lead, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Device codes: (B)(4) pertain to product ID 3058, serial# (B)(4), product type: electrical implantable stimulator. Device codes: (B)(4), patient codes: (B)(4). Pertain to product ID 3889-28, lot# v124887, product type: lead. Device codes: (B)(4), patient codes: (B)(4), (B)(4) pertain to product ID neu_unknown_lead, product type lead.

Event description:
Additional information was received from a consumer. It was reported that the patient had the device removed because they had problems with it. It was burning the patient up inside, the patient had several different times when the leads burnt and 'stuff like that', and the unit itself was burning and causing back aches and everything. The patient had back pain for about 6 years and they were giving the patient shots. It was noted there were always kidney problems and 'all this and all that'. The patient had talked to their healthcare provider (hcp) about the back pain and about 2 weeks before the explant surgery, the patient hurt so bad, they could hardly walk. The patient shut the stimulation off and the pain started going away and all of a sudden it was the device that was causing the back pain because they put the leads across the spine and they went down the opposite side. It was noted since the device was taken out, the patient had no back or any other problems. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v124887, implanted: (B)(6) 2008, explanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and a consumer (con). It was reported that the patient only had one lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.